Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported and observed symptoms. Physio replaced the interface pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. The removed interface pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was a failure of an integrated circuit chip, designator u5. The u5 circuit appeared to be electrically over stressed.

Event description:
The customer initially reported that the speed dial would not respond when pressed. Upon a device evaluation by physio-control, it was observed that the charge button was not responsive. With a functional charge button, the device could not charge or deliver defibrillation energy. There was no report of any patient use associated with the reported issue.